Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error 2240 which occurred on the homechoice during use during initial drain. The hp cycled the power and the homechoice alarmed a system error 2367. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. She stated that after starting over with new supplies, therapy went well. She did not see any air in the lines or not anything unusual about her supplies. She had contacted her nurse about this event, and therapy since has been going well. There were no adverse effects reported in relation to this event. Bps contacted the registered nurse (rn) on (B)(6) 2011. The rn stated that the patient had not contacted the clinic about the event. The rn had recently seen the patient, and stated that she was doing well and continuing therapy on the homechoice. There were no adverse effects reported in relation to this event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 alarm could not be confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.